Manufacturer narrative:
Date of event is estimated. The UDI number is not known as the part and lot numbers were not provided. The implant date is estimated. The additional patient effects and death reported in the article are captured under separate medwatch report(s). The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Additionally, the complaint history review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported heart failure/congestive heart failure (prolonged hospitalization), the reported death / expired (cardiac death), the reported mitral stenosis (no treatment), the reported myocardial infarction (mi) (surgical procedure), the reported atrial fibrillation (pacer-permanent), and the reported cerebrovascular accident associated with stroke, could not be determined. The reported foreign body in patient and embolism/embolus associated with the device embolizing were due to expulsion of the device. The cause of the reported expulsion, and the reported incomplete coaptation associated with the slda, could not be determined. The reported patient effects of heart failure, death, mitral stenosis, cerebrovascular accident, myocardial infarction, atrial fibrillation, and embolism, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported medication required, hospitalization, unexpected medical intervention, and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment: article titled, "five-year follow-up after transcatheter repair of secondary mitral regurgitation."

Event description:
This is filed to report single leaflet device attachment (slda) and clip embolization. This research article was a meta-analysis study designed to evaluate data from a 5-year follow-up of outcomes after transcatheter edge-to-edge repair of severe mitral regurgitation, as compared with outcomes after maximal doses of guideline-directed medical therapy alone. Complications identified in the study included: single leaflet device attachment, expulsion, heart failure, hospitalization due to heart failure, mitral valve replacement surgery, new pacemaker implanted, heart transplantation, left ventricular assist device, stroke, atrial fibrillation, myocardial infarction, coronary artery bypass graft surgery, percutaneous coronary intervention, embolism, foreign body in patient, atrial septal defect that required intervention, cardiovascular death, non-cardiovascular death. In conclusion, among patients with heart failure and moderate-to-severe or severe secondary mitral regurgitation who remained symptomatic despite guideline-directed medical therapy, transcatheter edge-to-edge repair of the mitral valve was safe and led to a lower rate of hospitalization for heart failure and lower all-cause mortality through 5 years of follow-up than medical therapy alone. Details are listed in the attached article titled, "five-year follow-up after transcatheter repair of secondary mitral regurgitation."